Manufacturer narrative:
Unit passed self test and displacement test. No missing segments or partial display noted. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was missing segments in display. The customer¿s blood glucose was unknown. The troubleshooting was not performed. The customer was advised to use backup plan. The insulin pump will be returned for analysis.